Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected, non-reproducible result was obtained from a single patient sample using vitros ammonia (amon) slide lot 1020-0265-3629 on a vitros 5600 integrated system. Patient sample vitros amon result of 189.9 ?mol/l vs. The repeat result of 20.6 ?mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros amon result of 189.9 umol/l was not reported outside of the laboratory and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4). And reportability assessment (B)(4).

Manufacturer narrative:
The investigation concluded that a higher than expected, non-reproducible result was obtained from a single patient sample using vitros ammonia (amon) slide lot 1020-0265-3629 on a vitros 5600 integrated system. The definitive assignable cause could not be determined with the information provided no historic quality control results obtained using vitros amon slide lot 1020-0265-3629 were provided when requested, therefore, it is not possible to assess the performance of vitros amon slide lot 1020-0265-3629 and a reagent related performance issue cannot be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon slide lot 1020-0265-3629. Vitros amon diagnostic within-run precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer was following the sample collection device manufacture's recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was potentially present in the affected sample, although this could not be confirmed. Finally, since the vitros 5600 integrated system is not interfaced to e-connectivity, and the customer did not collect data log files, it was not possible to review sample metering profiles for the initial and repeat testing events to investigate the possibility of pre-analytical sample mix-up. Therefore, pre-analytical sample mix-up cannot be ruled out or confirmed as contributing to the event.